Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons on an unspecified date. A new aus device consisting of a 4.5cm cuff, a 61-70 cm h2o balloon and a pump, was implanted.